Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received three appropriate treatments and two inappropriate treatments. The device was started up at 20:33:59 on (B)(6) 2025. At 01:27:07 on (B)(6) 2025, an arrhythmia was detected. ECG shows vf. At 01:28:17, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm with hb. At 05:21:11, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 05:21:47, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was vt @ 220 bpm. At 05:22:22, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm with CPR/motion artifact. Post shock rhythm was asystole with nsvt and CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 05:22:54, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and nsvt contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with nsvt. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. At 05:24:36, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 05:25:14, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 05:30:39 on (B)(6) 2025.

Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.